Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 8337709. Investigation summary: customer returned a photo of a 3/10cc syringe with a poly bag from lot # 8337709. Customer states that when removing the needle guard the needle comes out together. The photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200794547] noted for cracked hubs. There was one (1) notification [200794548] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1383360, "on 13 jan 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #51691 was created missing main clock pulse. Corrective action: the photo eye was cleaned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue of hub separates."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced a needle that was loose/pulled out of hub prior to use. The following information was provided by the initial reporter: initial reporter stated that when removing the needle guard the needle comes out together. The same informs that it is interspersing, that this happened with at least 4 needles.